Event description:
It was reported that the green flow stop is not engaging, preventing accurate medication flow and disrupting therapy. Product is slow to prime and is not correctly performing a bolus. This has also led to patients hitting the pca button more often. There was no additional information available.

Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other, other text: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated . H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found no obstructions or other workmanship defects detected in any of the joins of the products that could cause the failure mode reported. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Samples were fully priming and connected without difficult, the pump was set running and no alarms were activated or priming difficult error. Complaint was not confirmed. No corrective action was taken as the root cause of reported problem was not determine as the complaint was not confirmed. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.